Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, the valve of the sheath was leaking air. An air bubble was found in the sheath during purging. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.